Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display and no audio/vibrate anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage and keypad issue. Customers blood glucose was unknown. Customer stated that the screen goes blank and the buzzing sound starts. Customer tried different buttons to see if anything would come up but it. Customer remained blank an alarm did not occur prior to the issue. The device will be returned for analysis.